Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to stirrer motor during setup. There was no patient involvement.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective stirrer motor which was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on previous investigation findings, the most likely root causes of this type of error is a mechanical or electronic/electrical failure of the stirrer motor.

Event description:
See initial report.